Event description:
Pt. Had a severe mva prior to admission and felt a "tearing" in their chest. The valve was explanted due to pvl and there appeared to be "marked" pannus formation. A 21ahpj-505 was implanted and the pt was stable. Postop day #10-the pt developed acute hypotension w/high degree block. Echo showed valve motion, no obvious clots, and sm. Posterior effusion w/no pvl. Pericardiocentesis was performed at bedside; however, despite massive resuscitation efforts, the pt. Expired in 2000 due to continued poor cardiac output with continued cardiogenic shock.